Manufacturer narrative:
No further information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system was recently implanted. The patient was seen for a cardioversion approximately two weeks later. Then approximately one week after that, the patient started to feel symptoms similar to before the crt-d system was implanted. Remote monitoring data was reviewed. Right ventricular (rv) lead impedances were 1315 ohms, and are now 2037 ohms. The cause of the out of range impedances were not determined. The patient will continue office checks and will be monitored through remote home monitoring. No adverse patient effects were reported.